Event description:
It was reported to resmed that an astral device did not power up and was inoperable. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint could not be reproduced. However, the device displayed a battery error message when powered on. The internal battery was replaced to address the issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference #: (B)(4).